Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. Potential root cause for this failure mode could be user related (example: contact with sharp object)/exposure to petrolatum based products mechanical failure/operator error. The lot number was unknown; therefore, the device history record could not be reviewed. The "instructions for use" were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon."

Event description:
It was reported that the balloon ruptured and catheter fell off after one hour of placement.